Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was that one of the hybrid layer capacitor (hlc) batteries, designator bt3, was at zero volts which prevented the device from powering on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had an attention icon present on the display. Upon examination of the device, physio observed that the device had all three icons (charge pak, attention and service wrench) present on the display and that it would no longer power on. There was no patient use associated with the reported event.